Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a posterior fossa craniectomy with c1 laminectomy, an intradural exploration, bipolar of the cerebellar tonsils, and duraplasty procedure on unknown date and the running suture was used for a cadaveric dural graft. Over the ensuing months, the patient experienced debilitating allergic symptoms including significant pruritic, urticarial rash centered on the nape of the neck, at the site of her cranial surgery. She concurrently developed severe gastroparesis confirmed with gastric emptying study. The impaired gastric motility was, after extensive workup, deemed to be caused by large quantities of antihistamine medications. Cerebrospinal fluid and blood testing, magnetic resonance imaging, and intraoperative exploration did not suggest allergic reaction. The possibility of suture rejection was then considered and preliminary testing was carried out in hospital. Reaction was seen with erythema and pruritus within 24 hours after subcutaneous suture placement. Eventually skin testing proved specific suture allergy in a delayed basis. The patient was then taken back to the operating room for removal of suture fourteen months after the original surgery. The patient did require one wound revision due to dehiscence. No new dural sutures were required, as the patch-graft had incorporated well. After suture material was removed, the patient no longer complained of pruritus or rash. No further information is available.